Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was flared slightly. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13sep2017. It was reported that difficulty crossing the lesion occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a proximal stent damage.